Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.0 diopter was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6)2024 the lens was later exchanged with a longer length lens due to low vault without rotation and the problem resolved. The cause of the event was reported as unknown.